Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, the field representative took this device out of storage mode and performed an automatic capacitor reformation on this device while it was still in the original packaging. It was noted that during the reformation, a crackling noise was heard from the device and the reformation could not be completed after 45 seconds, resulting in a charge time out code to be displayed on the programmer. The device was re-interrogated and another automatic capacitor reformation was attempted at which point the device entered safety mode. The device was not used in the implant procedure and will be returned. The device had not been in contact with any electrical equipment prior to the automatic capacitor reformation. No adverse patient effects were reported as the device was not used in the implant procedure and did not come in contact with the patient.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The device was returned in its original packaging with all seals intact. The device was successfully interrogated and review of the device memory confirmed a high-voltage system alert (¿charge timeout¿) had been recorded on (B)(6) 2014. The device had then declared eol due to the long charge time. Visual inspection of the case found it was slightly swollen; no other irregularities were noted with either the device case or header. The device case was opened and revealed that one of the two high voltage capacitors was visibly swollen. An x-ray of the device was performed to evaluate the integrity of the device's internal components prior to destructive analysis. The x-ray revealed that the device had sustained internal damage. Destructive analysis of the high-voltage capacitor verified internal arcing damage within the capacitor between the cathode and anode layers. The damage was consistent with the presence of foreign material bridging the two layers. The arcing caused breakdown of the capacitor, causing it to be non-operational and complete a full charge. This then resulted in the charge timeout and subsequent declaration of eol. Due to the condition of the device from the damage it incurred, no further analysis could be performed.